Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate hv therapy due to svt induced by cocaine. The patient complained of chest pain. The lead was explanted and replaced. There were no complications.

Manufacturer narrative:
The reported field event of the inappropriate hv output could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found.